Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; it was noted that the outer insulation was found ruptured and the outer coil was distorted which appears to have been caused by being squeezed by a tool, most likely at implant or explant; full lead in segments returned and analyzed.

Event description:
It was reported there was intermittent pacing, high pacing threshold and high impedance. An x-ray found the lead to be dislodged. At the time of attempted repositioning, a problem was found with the helix mechanism. The lead was explanted and replaced. No patient complications were reported as a result of this event, and the patient outcome was reported to be good following the replacement procedure.